Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Patient information requested but not provided.

Event description:
A report of an over infusion on patient.

Manufacturer narrative:
Investigation conclusion: the customer¿s report of an over infusion of a medication, at the reported weight of 35 grams that was programmed to infuse 350ml for 4hrs with the rate being titrated up during that time and the infusion finishing earlier than expected, could not be confirmed or replicated during this investigation. The log review confirms that on (B)(6) 2020 at 09:49:02 am, the pcu received a remote IV primary infusion for drug ID 493 (drug amount 35000 milligram) to infuse at an initial rate of 20 ml/h with a vtbi of 350 ml. The calculated duration of this infusion is 17 hours and 30 minutes. The rates were manually changed/increased a total of four times at the following increments of 40 ml/h, 60 ml/h, 80 ml/h, and 102 ml/h each at approximately every 15 minutes. The calculated durations of these revised infusions then changed in time increments ranging from approximately nine hours decreasing eventually to three hours. At 11:09:19 am (approximately 20 minutes into the last revised infusion of an expected 3 hours), an air in line alarm occurred, door was opened and closed, and four minutes later the pump module was channeled off which also powered off the pcu. The duration of this infusion, from its initial programming of the reported values, lasted approximately one hour and 20 minutes for a total volume infused of 81.362 ml. It is unknown why the infusion was manually ended before the expected volume to be infused (350ml) was delivered. The actual bag volume could not be determined from the event logs. The inspection and testing process performed on the pump module found no existing malfunctions. Timed rate accuracy test was performed on the pump module s/n 14476281. The device was found to be delivering IV fluids within specification. Device inspection: the inspection process performed on pump module s/n (B)(6) found it to be in fair condition. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s report of an over infusion of a medication, at the reported volume of 35 gram that was programmed to infuse 350ml for 4hrs with the rate being titrated up during that time and the infusion finishing earlier than expected, was not identified. It could also not be confirmed for a programmed duration at 4 hours; initial programming had duration at 17.5 hours. Device history review: a review of the device history record showed the device had a manufacture date of 23sep2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received for evaluation.

Event description:
It was reported that there was an over infusion of 35gm "gammagard liquid" on a patient. Initially, the nurse set the pump at 350ml/4hrs. The rate was titrated up over the next 4 hours, however the infusion finished earlier than expected. Customer stated there was no serious injury, "checked on patient following morning and he stated he was fine and had no problems." The patient did not require medical intervention.